Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, unexpected medical intervention appears to be related to circumstances of the procedure. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported in a retrospective analysis that was conducted on the clinical data of 15 patients with type iii coronary artery perforation complicated by cardiac tamponade during percutaneous coronary intervention (pci) who were admitted to the hospital from january 2012 to january 2020. In case 12, a 50-year-old male presented with st-segment elevation myocardial infarction (stemi). The procedure was to treat proximal-mid left anterior descending (lad) artery. The nc trek balloon dilatation catheter (bdc) was advanced target lesion, and the balloon was inflated to 18 atmospheres (atm) for 3 seconds. However, a perforation and cardiac tamponade were noted. Therefore, discontinuation of tirofiban, pericardial drainage, and compression with a compliant balloon were used to treat the patient. There was no adverse patient sequela and no clinically significant delay reported in the procedure. Additional information can be found in the case study article, "clinical analysis of 15 cases of type iii coronary perforation complicated with pericardial tamponade during percutaneous coronary intervention."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: article titled: "clinical analysis of 15 cases of type iii coronary perforation complicated with pericardial tamponade during percutaneous coronary intervention." B3, b6-estimated date.